Manufacturer narrative:
The device is returning for eval; however, the device has not yet been received. A follow up MDR will be filed. Use of apidra insulin is contraindicated for the t:slim cartridge.

Event description:
Received info stating customer has received multiple occlusion alarms. Reportedly, the customer's blood glucose level was impacted. The customer is using apidra insulin.